Event description:
It was reported that the patient has a history of medulloblastoma and convexity meningiomas. Multiple attempts made at removal unsuccessfully. As it was not possible to visualize tumor on pre-operative imaging, it was decided to remove concerned cochlear implant to allow more effective pre-operative planning and surgical exposure. No problems with the implant were observed prior to removal.

Manufacturer narrative:
Conclusion device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely the need to undergo more accurate diagnostic imaging for pre-operative planning and better surgical exposure of an intracranial pathology. This is a final report.

Event description:
It was reported that the patient had a history of medulloblastoma and currently suffers from a temporal convexity meningioma. The explantation took place to allow for more effective pre-operative planning and surgical exposure to enable tumor removal.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.